Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis noted only the dislodged stent implant, stylet and yellow protective sheath were returned, confirming the reported dislodgement. There were smashed proximal struts on the first and second row of the stent implant. There was one flared distal strut on the first row of the stent implant. There was no damage noted to the protective sheath. The stylet was bent 2.8 cm distal to the proximal end, which may have occurred during packaging, handling and return to abbott vascular for analysis. The distal and middle stent outer diameters were measured and met manufacturing criteria. The proximal measurements could not be taken due to the damage noted. Additionally, the inner diameter of the protective sheath was measured and met manufacturing criteria. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the stent delivery system (sds), negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To help ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. In this case, it is possible the stent was inadvertently handled during preparation, resulting in the stent dislodgment. Further handling during packaging, handling and return to abbott vascular for analysis may have contributed to the noted stent damage. Return of the stent delivery system may have aided in the investigation and determination of cause. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for stent dislodgement for this lot. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the reported stent dislodgment could not be determined.

Event description:
It was reported that during preparation of the multi-link 8, before the device entered the anatomy, the stent dislodged from the balloon; therefore, another device was used to complete the procedure. There was no patient involvement. No additional information was provided.